Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly and hypoglycemia. The customer reported blood glucose value of 31 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-332a, mmt-397a, mmt-1884. Troubleshooting was performed and confirmed customer received the reported issue possible over delivery anomaly and hypoglycemia. Customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer believes the pump is over delivering. No further patient complications were reported. Customer was advised to discontinue using the device. No product return is required for mmt-332a. No product return is required for mmt-397a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 13-nov-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 13-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 13-nov-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs/high bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.